Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), and a stent device. During the procedure, the physician used the microcatheter to introduce the ace68 through the neuron max but was unable to advance the ace68 to the target location. The physician removed the ace68 and used the stent device to open the vessel more. The physician then used a balloon device; however, the physician was unable to aspirate at all and noticed that the vessel had become occluded again. The physician removed the balloon device and used the microcatheter to re-introduce the ace68; however, the physician was unable to advance the ace68 into the target location after many attempts. Therefore, the physician removed the stent device from the patient and subsequently removed the ace68, microcatheter, and neuron max from the patient. Upon removal, the physician reported that the ace68 appeared to be fractured. The physician then cut the neuron max and confirmed that the ace68 was fractured inside the neuron max at the distal length. The procedure was completed using a new ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the distributor on (B)(6) 2025: 1. Section b. Box 5. Describe event or problem 2. Section h. Box 6. Medical device problem code 2 evaluation of the returned penumbra system ace 68 reperfusion catheter (ace68) confirmed that the catheter was fractured on its distal shaft. Evaluation revealed that the catheter was kinked in multiple locations near the fracture. If the ace68 is advanced against resistance during use, the device may become kinked and subsequently fractured. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation revealed additional fractures along the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), a stent device, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician experienced resistance while advancing the ace68 and the microcatheter through the neuron max, and was unable to advance the ace68 to the target location. The physician used the stent device and a balloon device to open the vessel more and made another attempt to aspirate; however, the physician was unable to aspirate at all. It was then found that the vessel had become occluded again. The physician decided to remove the stent device and the ace68. After removing the stent device, while retracting the ace68, the physician experienced resistance. After removing the ace68, the balloon device was also removed from the patient. The physician then re-introduced the ace68, the microcatheter, and the stent device together into the patient; however, the physician was unable to advance the ace68 into the target location after many attempts. Therefore, the physician removed the stent device from the patient and subsequently removed the ace68, microcatheter, and neuron max together from the patient. Upon removal, the physician removed the microcatheter from the ace68 and reported that the ace68 appeared to be fractured. The physician then cut the neuron max using surgical scissors and confirmed that the ace68 was fractured at the distal length inside the neuron max. The procedure was completed using a new ace68 and the same microcatheter. There was no report of an adverse effect to the patient.